Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2019, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the cause of the shocking sensation and ins/lead migration was the patient's battery was not charged and there was no cause of the shocking sensation that could be found. The patient was sent for an x-ray by physician, there was no confirmation that the leads had migrated. The patient did not have the battery charged enough to interrogate so there was no solution for the shocking sensation.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6) ); product type: 0200-lead; implant date (B)(6) 2019 ; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was that the stimulator had moved positions. Patient said that the wires were pushing, bending, and were almost sticking out through their skin. Agent clarified with the patient and patient said that they were referring to the internal components inside of their body. Patient confirmed that the lead wires were bending through the skin and were to the surface and were bent. Patient mentioned that they turned the stimulation off and that they let the implant battery go dead because electrocuted them.  Patient denied any recent falls or injuries. Agent reviewed information and provided the nas phone number. The patient was redirected to their healthcare provider to further address the issue and to meet with a representative to look over the implant battery and internal components.